Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please provide the lot number? No further information is available. Could you please confirm if the needle detached from the suture or if the loop/tab broke or if the suture broke during use? It was commented that it is unknown whether the loop came off or suture breakage occurred.

Event description:
It was reported that a patient underwent a total hip replacement surgery on (B)(6) 2021 and barbed suture was used. During the procedure, when closing the wound, the barbed suture was passed through the dermis and the suture was pulled through the loop to fix, it came off without resistance. It is unknown whether the loop came off or suture breakage occurred. No adverse patient consequences were reported. Additional information was requested.